Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had auxiliary drawer which failed numerous times. A field service engineer replaced retractor band and reassembled the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had auxiliary drawer which failed numerous times. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.